Event description:
The customer reported that while running a hepatitis surface antigen assay, summit sample handler did not pipette sample and/or reagent and did not give an error message. An ortho field service engineer was dispatched and problem was not duplicated. Fse replaced tip clamp. No death or serious injury was associated with this event.